Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2012 and a mesh and a mesh were implanted concurrently with hysterectomy; due to reason for implantation. It was reported that following insertion the patient experienced pain, erosion, infection, urinary/bowel problems, dyspareunia and vaginal scarring. It was reported that the patient underwent removal of sling and removal of mesh on 05/08/2012 and evacuation of hematoma on (B)(6) 2012 due to vaginal pain, dyspareunia, scarring, urinary retention and vaginal hematoma. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure and a mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-06541. The same patient is represented in each medwatch.